Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot #updated d11: concomitant product reported. H6: investigation summary background: it was reported that on (B)(6) 2020, the sleeve did not expand when the driver was attached to the screw. Therefore it did not catch the screw. The standard driver was used for some parts of the fixation, however, it was not suitable for the entire fixation due to the patient¿s anatomy. Another instrument set had to be open so that the procedure could be completed. Patient outocme is unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown ) this complaint involves one (1) device h3, h4, h6: device history lot a review of the receiving inspection (ri) for skyline expansion tip driver was conducted identifying that lot number gm3909302 was released in three batches. Batch1: lot qty of 53 units were released on 08 jan 2013 with no discrepancies. Batch2: lot qty of 5 units were released on 08 jan 2013 with no discrepancies. Batch3: lot qty of 100 units were released on 24 jan 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H6: investigation flow: device interaction/ functional visual inspection: the skyline expansion tip driver (part no: 286830500, lot#: gm3909302) was received at us cq, west chester. Upon receiving the device, scratches from field usage were observed, which do not impact the functionality of the device were observed on the device. No other issues were observed. Functional test: the driver was able to assemble into the shaft and the sleeve was able to expand upon the driver insertion. But the overall functional test could not be performed as the device was returned by itself. The complaint condition was unable to be replicated as the skyline expansion tip driver was returned by itself without any mating devices. Dimensional inspection: the inner shaft diameter was measured and is is within specification. Documentation/specification review: the following document was reviewed: (current and manufactured) self-retaining screwdriver, medium handle assembly skyline acp: 2868-30-500 rev k and rev e skyline acp, x15 self retaining screwdriver, inner shaft: dwg-887045263 rev a and rev 1 no discrepancies were observed in the design of the device. Complaint not confirmed: the complaint could not be confirmed as there was no damage observed on the device and the device by itself was functioning as intended. However, as no mating part was received a complete functional test was unable to be performed. Investigation conclusion: the complaint condition could not be confirmed as skyline expansion tip driver (part no: 286830500, lot#: gm3909302) was received without any damage and functioning as intended to. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H11: d4: lot correction device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: lot#

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2020, the sleeve did not expand when the driver was attached to the screw. The sleeve could not catch the screw. The standard driver was used for some parts of the fixation, however, it was not suitable for the entire fixation due to the patient¿s anatomy. Another instrument set had to be open so that the procedure could be completed. There was a twenty (20) minute surgical delay. Patient outcome is unknown. Concomitant device reported: screws (part number unknown, lot unknown, quantity unknown). This report involves one (1) skyline anterior cervical plate system expansion tip screwdriver. This is report 1 of 1 for (B)(4).